Event description:
Essure was inserted in (B)(6) 2008 (also reported (B)(6) 2008) after her daughter was born on (B)(6), 2008, consumer was (B)(6) at that time. After essure insertion and before total occlusion confirmation test, condoms were used for contraception. A hsg (hysterosalpingogram) test was not performed because consumer's insurance would not cover it. In (B)(6) 2013, the symptoms started. She saw a doctor as she had terrible hives all over her and lived on benadryl (diphenhydramine) and an epi pen (epinephrine). This was because she had an allergy to nickel. She had migraines, her stomach was bloated and she like she was five months pregnant and she had pain in her right side near where her ovary was. Everything stopped right after the coils and fallopian tubes were removed by laparoscopic bilateral salpingectomy on (B)(6) 2013. The procedure was performed outpatient. The consumer reports she is 100 percent better and recovered from the symptoms and the procedure. The consumer had a pathology report, but had not read it.

Manufacturer narrative:
Follow-up received on 29-mar-2016: consumer reported via regulatory authority (case# mw5060602) that she was implanted with the essure device on (B)(6) 2008 and developed an allergic reaction to the nickel and an excruciating pain in her abdomen. On (B)(6) 2015, consumer had to have a complete hysterectomy losing everything. As concomitant medication consumer reported synthroid for thyroid and estradiol for hormone replacement therapy. In addition, the seriousness criteria "hospitalization" and "required intervention" were reported. However, it was not specified for which event. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced excruciating pain in her abdomen. Additionally she developed allergy to nickel. She was submitted to a bilateral salpingectomy and hysterectomy. All events are listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and usually resolve after device removal. Additionally, abdominal pain may occur with essure therapy. Therefore, causality between the reported events and the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. Based on the available information, there is no reason to suspect a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), infection ("frequent infections"), fatigue ("chronic fatigue"). At the time of the report, the abdominal pain, allergy to metals, treatment noncompliance, back pain, dyspareunia, alopecia, tooth disorder, infection, fatigue and abdominal discomfort outcome was unknown. Most recent follow-up information incorporated above includes: on 31-mar-2017: legal claim received. Following adverse events were added: chronic back pain, pain during intercourse, excessive hair loss, excessive dental problems, frequent infections, and chronic fatigue. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008, and reported adverse events including excruciating pain in her abdomen/abdominal pain/increasingly severe pain and allergy to nickel. She was submitted to a bilateral salpingectomy and hysterectomy to remove the essure implant seven years after insertion ((B)(6) 2015). The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, plaintiff experienced allergy to nickel approximately four years four months after insertion of the device. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In this particular case, alternative explanation was not available for her pain. This case was classified as incident since device removal was required. Based on the available information, there is no reason to suspect a quality defect. Upon receipt of a legal complaint this case became legal, thus follow-up information will be obtained through the litigation process.

Manufacturer narrative:
.